Event description:
It was reported that the health care professional (hcp) called for assistance with programming this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system as high out of range shock impedance measurements were noted and programmed the ICD. After the MRI was performed, this ICD system was removed from the MRI protection mode, it was confirmed that all measurements were within normal limits and was functioning as intended. No adverse patient effects were reported. This ICD remains in service.